Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operational inspection, the cs300 intra-aortic balloon pump (iabp) units screen display failure flickering occurred. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm the issue. The fse stated they double checked the connector on the display board. The fse proposed replacing the video receiver board as a permanent fix. The unit passed all functional and safety tests.

Event description:
N/a.